Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels for the past few weeks (500-600's mg/dl). The customer stated the cause of the elevated bg levels is due to not receiving their regularly scheduled testosterone injections. Customer states they believe this has impacted their bg level. Correction boluses via the pump and manual injection were used to address bg levels. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.